Event description:
A dr reported that a cv232 sre iol was implanted & then removed due to torn anterior chamber. The pt thrashed around and displaced the lens, damaging the anterior chamber. Iol replaced with an anterior chamber lens. Corneal status immediately post op reported as 3+ folds. At 03 follow up visit, od visual acutiy reported as 20/70 & iop 14 mm hg. Next scheduled follow up visit 6 weeks later. No further info is available.